Event description:
Subsequent to the initially filed information, the following information was received on 20 may 2021. It was reported that the amplatzer vascular plug ii (avpii) passed inspection prior to its use and there was no loose connections between the delivery system and the occluder. After the avpii device was removed, it was not replaced. It was reported there was a prolonged procedure and anesthesia time and the patient experienced intermittent hypotension with the device retrieval. The physician did believe the patient experienced adverse health consequences due to the performance of the product as the device had to be retrieved. The patient's status post-procedure was unknown. It was reported that the patient passed away due to multiple co-morbidities, cardiac and extracardiac clinical issues a few weeks after procedure. The date of death is unknown. This event is being conservatively upgraded to a death event, as there is minimal information provided regarding the patient's death. No additional information was provided.

Manufacturer narrative:
An event of premature release of amplatzer vascular plug ii device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021, a 6mm, avp2-008, amplatzer vascular plug ii was chosen for a pda closure procedure. The implanting physician used a 5fr guide catheter with the avp2 vascular plug and reported that the plug had prematurely detached itself from the delivery system. The event required the physician to snare the plug out of the patient.